Manufacturer narrative:
Evaluation summary: the plunger was found completely detached from the piston. Both flextures on the plunger were still intact. No visible defect was observed from the piston nor the plunger. Device returned.

Event description:
It was reported that the plunger disconnected from the syringe during use.